Event description:
It was reported to covidien on 3/12/2009, that a customer had a problem with a hemodialysis catheter. The customer reports the catheter hub cracked and as a result, the catheter was removed and replaced in 2009.

Manufacturer narrative:
An investigation is currently underway; upon completion the results will be forwarded.